Manufacturer narrative:
Date of event: exact date unknown, event occurred two years ago from the date the manufacturer became aware of the event. Explant date: two years ago. Product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 18774750.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.